Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The operation was a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that during a procedure, an attempt was made to take 3d images using the imaging system but the tracker was not recognized by the navigation system's camera. The systems were rebooted twice respectively, but the issue persisted. The procedure was completed without the use of the imaging system. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.